Event description:
The customer contacted stryker to report that their device's is unexpectedly power cycling after being powered on and none of the device's buttons are working other than the on/off button. These issues occurred during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issues. Stryker replaced the system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.